Manufacturer narrative:
(B)(4). D10: cat# 135300, lot#: 575410 acetabular apex plug. Cat#: ep-105790, lot#: 433920 epoly 36mm +5 rglc lnr hw sz23. Cat#: 11-363662, lot#: 089980 36mm cocr mod hd std. G2: foreign - event occurred in canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the device was explanted approximately 14 months post-implantation due to acetabular loosening. During the revision, a broken screw was identified, and the loose cup was easily removed. The initial stem was well-fixed and remained intact. All other components were revised without complication. Attempts have been made and no further information has been provided.